Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because apply sample - meter was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.

Manufacturer narrative:
(B)(4). Device evaluation: lifescan received the meter involved with this complaint and completed device evaluation testing on (B)(4) 2011. Investigation revealed that the meter's spc pins were out of specifications and the display was dirty.